Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a changeout procedure zero impedance, undersensing and fluctuating p waves were noted on the right atrial (ra) lead after "tunneling an left ventricular (lv) lead" and connecting the ra lead to the newly implanted device . Trouble shooting / diagnostic testing was performed. The lead was programmed off. No patient complications have been reported as a result of this event.